Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The caller (MRI tech) reported ins was removed from patient about 3 years ago. Unknown reason for removal. Leads still intact. Caller does not know managing hcp information.